Event description:
A report was received that the patient was experiencing discomfort at the lead site due to suture sleeve came to the surface of the skin. The patient underwent a lead revision wherein the physician just moved the suture sleeve and cleared out some scar tissue. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.